Event description:
The system displayed charger failed error which prevented the system from functioning until it was rebooted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The mainframe battery was evaluated and replaced. The system was tested and found to be working as intended and returned to service.